Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker triggered the lead safety switch (lss) for the right atrial (ra) lead due to high out of range pacing impedance measurements of greater than 3000 ohms in bipolar configuration. When in unipolar the impedance was 350 ohms. There was also oversensing of noise leading to inappropriate mode switching. A fracture was suspected, but not confirmed. The patient was still deciding if they wanted to undergo a procedure for lead replacement. Boston scientific technical services (ts) was consulted and discussed programming options. The patient did not make their last scheduled appointment. The pacemaker and ra lead remain in service and no adverse patient effects were reported.